Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with a 445cc mentor memorygel breast implant on the left breast, suffered hematoma, post-procedure. As a result, the patient underwent removal surgery on (B)(6) 2021, where the left breast implant was discovered to be ruptured. Subsequently, the implant was removed and replaced with a 445cc mentor memorygel breast implant (catalog: 3507445mc lot:7698378 sn: (B)(4)).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma, material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 5, 2022, the mentor failure analysis lab received a device different from what was originally reported, with lot number 9590288. Multiple follow ups were performed, however no clarifying information was provided. Mentor has conservatively updated the suspect medical device's lot number to the received device. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mod classic gel, 445cc breast implant was found to have a tear on the anterior view measuring approximately 1.3 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On march 2, 2022, mentor became aware that the patient's correct date of birth was on (B)(6) 1942.